Manufacturer narrative:
Concomitant medical products: addrl1 ipg, implanted: (B)(6) 2016. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that the patient had "leads replaced because one had gone through the heart" and had "never felt right since". The patient also reported experiencing exhaustion, shortness of breath, dizziness, and "cannot do anything besides sit or lay down". Follow-up with the clinic revealed that the patient had presented with chest stimulation, hiccups, and a confirmed cardiac perforation. During a lead revision procedure, the right ventricular (rv) lead was found to have partially dislodged at the lead tip. During the extraction procedure, the tip of the helix broke off and had to be left inside the patient's heart. A new rv lead was implanted, however the patient continues to experience symptoms and further cardiac testing continues. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.